Manufacturer narrative:
Additional information was received on 13-jan-2022. The valve did break into two pieces. The valve did slightly come off of the sheath. The sheath was not in the patient when the valve broke. The bwi product analysis lab received the device for evaluation on 27-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke off when the dilator was advanced. The sheath was replaced and the case continued without patient consequences. Additional information was received on 13-jan-2022. The valve did break into two pieces. The valve did slightly come off of the sheath. The sheath was not in the patient when the valve broke. The device evaluation was completed on 03-feb-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the sheath and the valve was not found inside the vizigo; however, the valve separated from the device. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke off when the dilator was advanced. The sheath was replaced and the case continued without patient consequences. Additional information was requested to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for a hemostatic separation issue.